Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1 during bolus delivery. The alarm occurred after 0.96u of insulin was delivered. The customer removed the cartridge and insulin delivery was resumed using a new cartridge. The customer's blood glucose level was not impacted.